Event description:
It was reported that the pump does not perform vacuum and alarms do not work.

Manufacturer narrative:
The reported renasys device was received for evaluation at our testing facility. A visual inspection was performed on the exterior of product and damage was observed on the outer casing. The reported complaint could not be replicated during the functional evaluation. All test functions were tested and performed as expected and everything was working within specification including the alarm functions. Following the complaint assessment, the unit was sent to our service and repair center to await further instructions on the repair status/fate of the device.

Manufacturer narrative:
Device was not evaluated due to it was not returned for investigation. Investigation summary: as of today, device return has been requested for this complaint but has not become available. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint. If the product becomes available in the future, this case will be reopened. A device history record review was carried out for the serial number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications and there was no record of any problems or deviations occurring during manufacturing of this product in relation to the reported issue. Since the npwt involves various elements, it is difficult to determine what could have caused the user to experience the reported issue without the device being returned. It is recommended to check the wound dressing frequently to ensure it is fully compressed and firm to the touch; and not to rely solely on the device alarms to ensure that therapy is being effectively delivered.